Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One impl tapered scr-v mtx 3.7mm 3.5mm 11.5mm (tsvb11) was returned for investigation. Visual inspection of the as returned product identified a fractured collar, as well as dried bone around the implant and damaged threads from removal. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. The alleged device malfunction was confirmed. A root cause cannot be determined

Event description:
It was reported that the implant that was placed 15 years ago at tooth site #30 fractured while in use and was removed.